Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl and also low as 20 mg/dl. Customer went to the doctor and got the setting on the insulin pump adjusted; the sensitivity and carbohydrate ratio were changed. Current blood glucose value was 390 mg/dl. It was also reported that the customer experienced blood at the sensor insertion site; customer was not actively bleeding. Customer was attaching the transmitter to the sensor when started bleeding. It was stated that the customer was wearing expired sensors. Expiration date on the box the customer recently received was (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.